Event description:
It is reported that the pt was revised due to instability. During the revision surgery, it was discovered that a piece of the liner had fractured and was floating free.

Manufacturer narrative:
Eval summary: primary operative notes were reviewed and did not indicate any potential root causes. Revision operative notes were reviewed which state that the anterior portion of the polyethylene lip was broken and in the hip joint. The notes state that the shell had good anteversion and vertical alignment. With the info provided, a definitive root cause cannot be determined. Eval: dimensional values of the liner were not taken due to its extensive damage. As returned, approx 30% of the elevated rim has fractured and is returned. There is extensive damage to the liner at the location of the fracture rim which is likely mostly due to removal efforts; the event description also states that the liner was fully locked in the cup at revision and had to be removed with osteotomes and cobbs. On the opposite end of the elevated rim from the fractured site there is also material removal, however, it cannot be determined if this happened during revision or in-vivo. The liner's locking mechanism opposite the extraction damage appears relatively undamaged. Due to screw-hole extrusions in the poly liner, indicating rotational placement of the liner, the fractured elevated rim was located superiorly. Device history records indicate all components were manufactured to specification.